Manufacturer narrative:
Resolution and disposition: the service technician replaced the blower assembly and the data acquisition board to address this finding. The device successfully passed performance specification testing. Device evaluation: the international service technician confirmed the reported issue. The service technician found the blower assembly and the data acquisition were faulty.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested; none was available.

Event description:
The international customer reported air pressure errors. There was no patient harm.